Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04488, 2938836-2019-04492. It was reported that a patient was admitted to the hospital for infection and sepsis. Vegetation was found on the leads via transesophageal echocardiography (tee). The system was explanted with no complications. The patient was stable.